Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl [3000 mcg/ml] at a dose of 609.9 mcg/day and clonidine [250 mcg/ml] at a dose of 50.83 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that the empty pump alarm was occurring, confirmed by a physician programmer, and that the patient missed their refill appointment. No symptoms were reported. It was indicated that the patient was "non-compliant" and that the hcp was going to fill the patient's pump with saline and program the minimum rate. However, the hcp did not have a refill kit so they may refill the pump "in the next day or two." It was noted that the patient had a surgery that was "very painful" so she was on oral medications and it was indicated that the surgery was not related to the drug infusion system and was for other medical reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.